Event description:
Reportedly, ventricular noise oversensing and inappropriate shocks were observed with the subject device. The device has been explanted on (B)(6) 2018 and replaced by a pacemaker following an improvement of patient's condition. The right ventricular lead has been abandoned.

Manufacturer narrative:
Preliminary analysis revealed that the observed noise pattern is typical of a lead issue and/or a connection lead issue; however, none of them could be confirmed with certainty.

Event description:
Reportedly, ventricular noise oversensing and inappropriate shocks were observed with the subject device. The device has been explanted on (B)(6) 2018 and replaced by a pacemaker following an improvement of patient's condition. The right ventricular lead has been abandoned.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, ventricular noise oversensing and inappropriate shocks were observed with the subject device. The device has been explanted on (B)(6) 2018 and replaced by a pacemaker following an improvement of patient's condition. The right ventricular lead has been abandoned.